Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the thermogard console displayed "tcm ID:06" (ce post failure) error message was confirmed during the event log review and functional testing. The root cause for the reported complaint was due to defective lm34 temperature sensor, as a result of normal wear and tear of the console. The thermogard console was manufactured in october 2012 and is 8 years old, past its expected serviceable life of 5 years. The lm34 temperature sensor was replaced to remedy tcm ID:06 error. During the visual inspection, observed a cracked top lid, unrelated to the reported complaint. This type of physical damage is the characteristics of mishandling. The top lid was replaced to address this issue. The event log review showed the occurrence of multiple tcmid:06 errors, thus confirming the reported complaint. Following the repair, the thermogard console passed all the testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console sn (B)(4).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed "tcm ID:06" (ce post failure) error message. Another thermogard was used to continue with treatment. No consequences or impact to patient.